Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a vitrectomy procedure, connection issues with the viscous fluid control was experienced and the lamp needed replacing. Additional information has been requested.

Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. The lamp was replaced. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on june 29, 2010. Based on qa assessment, the product met specifications at the time of release. Based on the information obtained the root cause of the reported vfc connection issue cannot be determined conclusively. The root cause of the reported lamp issue can be attributed to the lamp which exceeded its expected life. However, no problem was found with the lamp as it functioned to its expected rated life. (B)(4).